Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the time of turning on the device. Field service engineer (fse) inspected the system onsite and confirmed that the system was not able to produce x-ray. A review of logfile found that the sib cannot retrieve ip address for sequencing function. Upon functional testing fse found that sib was broken. Fse suggested to replace the sib. No service has been performed by philips since the service quotation was cancelled by the customer. To date, there have been no further reports of this issue. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system was unable to produce x-ray. The device was in clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.